Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was 144 mg/dl. The customer was assisted with troubleshooting. Customer states that the insulin pump had black multiple times and also had unexplained no delivery alarms frequently and battery compartment had chips on insulin pump and was stripped. The device will not be returned for analysis.